Event description:
The device was used during a thoracoscopic bullectomy procedure. Reportedly, he staples did not fire completely. The surgeon applied another device to resect the incomplete staple lines. The hosp reported that the pt's status was satisfactory.

Manufacturer narrative:
The mfg facility is unk as the production lot is unspecified.